Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory testing was performed on the abbott binaxnow and an unspecified pcr test, and the results were negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer had 3 invalid test results and 1 false positive. Customer stated that after the positive test they had a pcr test done and all tested negative.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer had 3 invalid test results and 1 false positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number 1340907, ¿customer stated that after the positive test, had a pcr test done and tested negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. All returned photographs were reviewed. The complaint was confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive or invalid results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Confirmatory testing was performed on the abbott binaxnow and an unspecified pcr test, and the results were negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer had 3 invalid test results and 1 false positive. Customer stated that after the positive test they had a pcr test done and all tested negative